Event description:
It was reported that the locking cap cannot be removed. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that the locking cap is jammed as complained. The returned articles were dismantled and checked for conformance to our specifications. All concerned articles were found to be in compliance with the technical drawings and specifications. No abnormal findings were identified. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the articles were manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that there was a technical complication during surgery. The device failure is related to the conditions of use and operational context contributed to this event.